Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient had the device explanted due to lack of effect. The lead was cut into two pieces with a lead-locking device (to remove the device) attached to it.

Event description:
It was reported that the patient had the device explanted due to lack of effect. The lead was cut into two pieces with a lead-locking device (to remove the device) attached to it. It is assumed that the patient is doing fine as there was no follow up. The patient never received therapy from the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device was returned and analyzed. Visual inspection of the ipg revealed no abnormalities. There were no error codes detected in the logs or reported by ipglink. The ipg passed the impedance check with a test tined lead. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported complaint cannot be confirmed. There were zero issues found with ipg during inspection, therefore no problem detected was chosen as the conclusion code.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. The device was returned and analyzed. Visual inspection of the ipg revealed no abnormalities. There were no error codes detected in the logs or reported by ipglink. The ipg passed the impedance check with a test tined lead. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported complaint cannot be confirmed. There were zero issues found with ipg during inspection, therefore no problem detected was chosen as the conclusion code.

Event description:
It was reported that the patient had the device explanted due to lack of effect. The lead was cut into two pieces with a lead-locking device (to remove the device) attached to it. It is assumed that the patient is doing fine as there was no follow up. The patient never received therapy from the device.

Event description:
It was reported that the patient had the device explanted due to lack of effect. The lead was cut into two pieces with a lead-locking device (to remove the device) attached to it. It is assumed that the patient is doing fine as there was no follow up. The patient never received therapy from the device.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Additional information: initial reporter, section e, added.